Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to the fresenius technical service department (ts) on (B)(6) 2026 that pm (B)(6) 2026 there were multiple draining slowly messages. The contact advised that they cancelled the treatment (tx) and when they removed the cassette; there was fluid inside the cassette door. The contact dried the fluid out of the door with a paper towel and re-setup the cycler with new supplies and the issues did not reoccur. Fluid was discovered during tx complete - step 9 remove cassette. The fluid was discovered in the pump module area; however, the fluid was not discovered on the external of the cassette. The patient contact was unsure where the fluid leaked from. There were no alarms/warnings prior or after leak; the film on the back of the cassette is not loose, and air bubbles and fibrin were not discovered. Upon follow-up conducted on (B)(6) 2026 the patient contact confirmed the reported event. Per the contact on (B)(6) 2026 during drain 2 the cycler was alarming constantly with the draining slowly message. The contact stated that they had decided to cancel treatment to clear the message and when they opened the cycler door to remove the cassette, they saw fluid inside the cycler door. Per the contact they don¿t know what caused the leak since they checked the cassette and the lines and there were no visible damages or holes. The contact stated that they cleaned the fluid inside the cycler and proceeded to re-set up new supplies. The patient contact confirmed that there was no fluid leaks from the cycler set connection to the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to use different supplies and completed treatment on the cycler on the day of the reported event. The cycler set sample is not available to be returned to the manufacturer for physical evaluation.